Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps (fbf) instrument involved with this complaint and completed the device evaluation. Failure analysis found the primary failure of broken conductor wire to be related to the customer reported complaint. The instrument was found to have a broken conductor wire at the yaw pulley. The conductor wire was broken at the grip-crimp location. The instrument failed the electrical continuity test. Additionally, the instrument was found to have thermal damage on the bipolar yaw pulley. The bipolar yaw pulley exhibits localized melting damage at the base of one of the grip tips. The instrument was also found to have various scratch marks with light material removed on the main tube. The scratch marks were 0.072 - 0.139 in length and were not aligned with the tube axis. Scratch marks /abrasions on the instrument main tube are typically attributed to mishandling / misuse.

Event description:
It was reported that during a da vinci-assisted urology surgical procedure, the cable of the fenestrated bipolar forceps (fbf) instrument was torn. The procedure was otherwise completed with no reported injury.